Event description:
2 hours into 3 1/2 hour treatment, staff noticed a blood leak from the needle hub, patient's treatment was not interrupted. Patient was able to complete their dialysis treatment, there was no patient harm. Minimal blood was lost, approximately =/<1cc of blood. No further information was provided.

Event description:
2 hours into 3 1/2 hour treatment, staff noticed a blood leak from the needle hub, patient's treatment was not interrupted. Patient was able to complete their dialysis treatment, there was no patient harm. Minimal blood was lost, approximately =/<1cc of blood. No further information was provided.